Event description:
It was reported that a patient underwent a sling procedure in the hammock position in 2007. During the procedure, the surgeon was trying to wrap the inserter around the ischial ramus instead of going straight in but against the bone and the device fell out. The procedure as successfully completed with a different type of sling device.

Manufacturer narrative:
Conclusion: the surgeon's technique may have contributed to the device falling out at the time of surgery.